Manufacturer narrative:
Unable to prime during the prime/a33 alarm test due to faulty forced sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. Pump passed self-test, unexpected restart alarm test and all operating currents measurement were normal. Pump received with minor scratched display window, cracked reservoir tube lip and broken battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported battery compartment was falling apart and pieces broke off. Customer does not know how damage occurred. Customer's blood glucose was 67 mg/dl. Customer was advised that insulin pump would need to be replaced.